Manufacturer narrative:
The tech found a broken pin inside of the communication cable. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed is not communicating with the nurse station nurse call system. No pt injury reported.